Event description:
It was reported that during a da vinci-assisted benign hysterectomy, uterine tissue became caught in the jaws of the maryland bipolar forceps (mbf) instrument while the surgeon was retracting the uterus. A recoverable fault was noted on arm #2 with the message ¿arm was not ready.¿ the surgeon cut the tissue around the instrument¿s jaws in order to remove it from the arm. Afterwards; the customer was able to clear the error(s). A backup instrument was used to successfully complete the procedure robotically. There was no adverse patient impact, as the removed uterine tissue was intended for excision as part of the hysterectomy. No bleeding or postoperative complications were reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found a recoverable error in the system logs, indicating a communication failure pointing to the universal surgical manipulator (usm) #2. The fse replaced usm #2 as a preventive measure to mitigate reoccurrences and to further evaluate the usm. The system was tested and verified as ready for use. Isi received the usm to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the reported error was triggered, replicating the reported event. The usm was then installed onto a test platform where a fiber test was found to be failing on the clock spring fiber.